Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device's clips flipped upside down like it was not secure. The form of the clips was tear shaped and they were not forming correctly on the distal end. Another device was used to complete the case, but seemed to have clips pulling away from the sides of the device in the trocar scope when firing. The surgeon did not use any suture. He placed a jackson pratt drain in the pt. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.